Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mid left anterior descending (mlad) artery with moderate calcification and moderate tortuosity. The 5x8mm nc trek balloon dilatation catheter (bdc) was attempted to be advanced to the target lesion, however, the bdc failed to advance due due to the anatomy. The shaft of the bdc became fractured during advancement; therefore, a balloon was used to assist with removal of the bdc. There was a delay in treatment due to the balloon fracture. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints, unexpected medical intervention and delay to treatment appear to be related to circumstances of the procedure. It was reported that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported failure to advance. Upon further manipulation of the device, as difficulty was encountered, the shaft of the device broke. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9- device available for evaluation updated from yes to no. Correction: e3- occupation updated from na to physician.